Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The handpiece was received at the repair service depot in (B)(4). Visual inspection confirmed no residue or loose material; the cable strain reliefs are secure with no signs of cuts, strains, or defects. The handpiece was connected to an xps3000 console and tested using the standard tubing set. There were no unusual sounds or vibration observed; pre-repair temperature testing found at one minute at 80,000 rpm speed: rear measured 29.7°c; middle measured 32.7°c; nose measured 54°c [129ºf]. The reported overheating was confirmed. Per the service evaluation the device was found to be worn. The bearings and other parts were replaced due to wear. The device was cleaned, tested to product specifications and returned to the customer.

Event description:
The handpiece was returned with a request for repair. As reported "the reported product was overheating during a procedure. It was unknown whether or not the reported product was continued to be used after this event occurred. No delay in the procedure. No patient's complaints has been reported." There was no user or patient injury reported as a result of this event.